Event description:
Customer reported receiving a low reading of 121 mg/dl on their freestyle freedom blood glucose monitor. The reference reading of 364 mg/dl was received on the lab's meter within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.